Event description:
The customer reported that they heard a popping sound and the system shut down during extended fluoro use. The customer used continuous fluoro for 26 minutes and the system shut down. System was very hot. They let it cool down overnight and it was still not working. No pt injury was reported.